Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video system center displayed a e336 error code. The issue was found during preparation for use for an unspecified procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: displayed e336 error code due to a blower fan failure. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up in b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the event occurred due to faulty blower fan. However, the specific root cause of the faulty blower fan could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
Customer confirmed the procedure was an "ordinary observation" and had to be cancelled. The event occurred when connecting the scope.